Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and had been using the same cartridge and infusion set for over 3 days on the mobi pump (insulin crystallization was noted). Tandem customer technical support informed customer to always use room temperature insulin and that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided on (B)(6) 2025. Elevated bg was addressed by a manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.